Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was revised due to pain and acetabular cup fixation problem,failure of left total hip replacement. During the revision surgery extensive metallosis was found.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient received a left thr including metasul taper liner and metasul head on (B)(6) 2011 and these products were revised due to dislocation on (B)(6) 2015 while sitting on a chair. During revision surgery, metallosis has been noticed. Head and liner were revised, while stem was left implanted. Review of received data: one picture shows necrotic tissue removed most probably from the hip joint of the patient during revision. A second picture shows the bone ongrowth on the implanted cup (manufactured by zimmer inc. ((B)(6))) without conspicuous information. Primary implantation surgery report dated (B)(6) 2011: pre-op diagnosis: left hip degenerative joint disease. Operation: zimmer tm cup, ml taper neck ste, metasul head and liner were implanted. Excellent fit observed. Equal leg lengths. Stable in all planes in range of motion. C-arm used to confirm appropriate position of the components. Surgery report dated (B)(6) 2014: pre-op diagnosis: left greater trochanter nonunion. Patient history: patient did well until approx. 1 year ago when he began having hip pain. He was noted to have avulsion off of the left greater trochanter area. Operation: open repair of left greater trochanter nonunion. Complete avulsion of the most distal, most proximal tip of the greater trochanter. Mild metallosis at the greater trochanter area noted within the bone area and soft tissues. No evidence loosening. Metallic debris removed and sent to pathology for analysis. Revision surgery report dated (B)(6) 2015: pre-op diagnosis: left hip dislocation with previous left greater trochanter fracture and subsequent repair. History: after the last surgery patient continued to have persistent pain. He was reclining on chair and had significant pain, inability to bear weight to left leg. He aws taken to emergency same day and noted to have dislocation. Closed reduction attempts made but not successful. No significant findings on the pre- op x-rays, however, there was noted to be near complete loss of his greater area. Operation: standard lateral approach utilized after unsuccessful closed reduction attempts. Previous greater trochanter repair noted to be not functional. Extensive amount of metallosis in the entirety of the soft tissues. Head removed from the trunnion, which appeared to have no wear. Tissues debrided of metallosis and sent to pathology. Due to extensive metallosis the cup needed to be revised. Excellent ingrowth of bone and no evidence of loosening at the shell. Competitor's acetabular components were placed. Stem shown to be very well ingrown and needed not be revised. Zimmer metallic head and on top stryker pe head positioned. Intraoperative x-rays confirmed excellent positioning of the implants and leg length. Stable range of motion. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion summary: patient had a dislocation of the left thr. After unsuccessful attempts of closed reduce, patient underwent a revision surgery. High activity level of the patient and the unhealed greater trochanter avulsion are the most likely reasons that have contributed to the reported event. It is also possible that during the open repair that took place on (B)(6) 2014 might have led to some third body particle left in between the head and the liner, however, this cannot be confirmed. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
It was reported that the patient received a metasul taper liner and metasul head on (B)(6) 2011. The patient dislocated the hip while sitting in a chair on (B)(6) 2015. He was revised on (B)(6) 2015. During revision surgery, metallosis was noticed. One picture showed necrotic tissue removed most probably from the hip joint of the patient during revision. A second picture showed the bone ongrowth on the implanted cup, without conspicuous information. A technical investigation was not possible to perform, as the devices were not at hand. Possible causes for the reported event according to dfmea: increased chemical, galvanic or crevice corrosion and/or fretting of material, metal ion release from stem taper, due to micromotion due to increased frictional moment, corrosion. Dislocation, due to surgeon did not follow surgical technique. Dislocation, due to joint laxity. Dislocation, due to intraoperative debris between liner and head. Wear to head or liner, due to surgeon did not follow surgical technique. Wear to head or liner, due to damaged head/liner during reduction(s) and surgical dislocations. Wear to head or liner, due to intraoperative debris between liner and head. Wear to head or liner, due to 3rd body debris between articulating surfaces creating surface defects. Wear to head or liner, due to joint laxity. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul taper liner, ii/36 on (B)(6) 2011 on the left side and underwent a revision surgery on (B)(6) 2015 due to metallosis, dislocation, breakage and pain. It was further reported that the liner and the head were explanted and that the stem remained implanted.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complaint that it will be provided. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: this is a split case with zimmer inc.,(B)(4).